Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via radial artery. The 95% stenosed, 2.5mm x 38mm, eccentric, de novo target lesion with a bend of between >45 and <90 degrees was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.00mm x 20mm nc emerge balloon catheter was advanced for pre-dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. Subsequently, another 3.00mm x 20mm nc emerge balloon catheter was advanced for dilatation but the balloon also ruptured during inflation. The procedure was completed with a different device. No patient complications were reported and the patient status was stable. It was further reported that each balloon was inflated once and both ruptured at 20 atmospheres for 1 second.

Manufacturer narrative:
(E1) initial reporter facility name: (B)(6) hospital.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via radial artery. The 95% stenosed, 2.5mm x 38mm, eccentric, de novo target lesion with a bend of between >45 and <90 degrees was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.00mm x 20mm nc emerge balloon catheter was advanced for pre-dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. Subsequently, another 3.00mm x 20mm nc emerge balloon catheter was advanced for dilatation but the balloon also ruptured during inflation. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.